Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product - unknown screws catalog#: ni lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's fractured rib was fixated with ribfix plating approximately fifteen (15) months ago. Subsequently, while pulling a garage door shut, the patient felt a pop and it was confirmed by x-ray that the plate fractured. The patient underwent a revision surgery where the fractured plate was removed and replaced with a longer ribfix plate. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: plate and screw fixation traverses a rib fracture. The central portion of the plate is fractured. No screw fractures are identified. There is lucency at the rib fracture site. There is no radiographic evidence of trauma to the adjacent rib. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.